Event description:
It was reported that during attempted addition of cryoprotectant during the processing of cord blood, the device's port/tubing was blocked. The cord blood product was transferred to a new processing bag set and was cryopreserved and frozen for long-term storage.

Manufacturer narrative:
The involved device was returned to its manufacturing facility for investigation. Upon visual inspection of the implicated sample, occlusion was visible in the tubing's internal diameter. Solvent was visible inside the tube. The occlusion was located in the tubing's end that is bonded to the 2" tube that goes to the clx bag. Water was introduced to the occluded tube segment and the user-reported blockage was confirmed. Such a blockage would normally be detected during the occlusion testing that is performed on each product. A possible root cause could be that during the implicated occlusion testing several set assemblies were located before and after this station, and the test operator could have thought that the implicated unit had already been tested and passed, although in fact it was blocked and would have failed the test if it had indeed been tested. As CAPA, an evaluation was planned to replace grouping of units to be tested by a continuous flow of individual devices at the assembly station. A review of the device history record revealed that the lot of which the deviant unit was a member met all specifications for product release; no deviations were reported during the manufacture of this product lot that may have contributed to this reported deviation. A small number of similar reports from other users had been received during the past year. Summary: the reporter's observation was confirmed. The proximate cause appeared to be excess solvent applied during the bonding process. A CAPA evaluation was initiated. Unless substantially significant information is received this constitutes a final report.